Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist (lvad). It was reported by the biomedical engineer that the pt stated, that his system controller "malfunctioned and became unusable". When the pt switched batteries, the system controller alarmed yellow half wrench and could not be silenced. He also reported that the pump rate dropped to 40 bpm and stuck at the lowest speed. The pt then plugged into the power base unit (pbu); however, the device indicated that it was still unplugged. The pt then replaced the system controller and the problems were resolved.